Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of visit notes. The may 2016 notes state that the patient returned due to mid-calf pain that was increasing and was more noticeable during weight bearing. Physical examination of the knee found a 1+ effusion, normal range of motion, but 1+ laxity in both directions in both flexion and extension. X-ray examination found there was femoral bone absent from the epicondylar area to the distal end of the femur with radiolucencies noted around the femoral stem. The tibial component was noted to be in varus with the end of the tibial stem abutting the cortex. There were additional radiolucencies noted on both the cement to bone and cement to prosthesis interfaces. There was noted osteolysis of the tibia near the fibular articulation. It was further noted that the alignment had changed from previous examinations. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products nkii straight stem, catalog 681517185, lot unknown; nkii femur, catalog 632000102, lot unknown; nkii unknown tibial plate; nkii tibial insert, catalog 672011101, lot unknown; unknown bone cement. Customer has not indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 1822565-2017-03370, 1822565-2017-03371, and 1822565-2017-03373.

Event description:
It was reported that the patient was experiencing pain, swelling and instability in the left knee approximately seven years post implantation. The surgeon noted during a follow up visit that the knee effusion and laxity. Radiographs showed radiolucency around the femoral stem as well as cement radiolucency, tibial component in varus and component malalignment, indicating prosthesis loosening. Attempts have been made and additional information on the reported event is unavailable.